Manufacturer narrative:
Update: device evaluated by MFR. Device evaluated by manufacturer: the stent delivery system was returned for analysis. A visual examination of the stent found no issues with its profile. The ro markerbands, tip of the device and the balloon cone profiles were reviewed and no issues were note. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The midshaft was kinked at 3 mm proximal to the guidewire exit port. This type of damage is consistent with excessive force being applied to the delivery system. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported shaft fracture occurred. During advancement of a 3.00x12mm promus element plus stent, through the guide catheter they felt a small resistance. The physician pushed a little bit harder an suddenly the shaft broke. The device was removed from the patient. No patient complications were reported and the patent status was stable.

Manufacturer narrative:
Patient age at time of event: 18 years or older. (B)(4).

Event description:
It was reported shaft fracture occurred. During advancement of a 3.00x12mm promus element plus stent, through the guide catheter they felt a small resistance. The physician pushed a little bit harder an suddenly the shaft broke. The device was removed from the patient. No patient complications were reported and the patent status was stable.